Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation of migration was not confirmed via product analysis. The ams 700 flat reservoir was visually inspected and functionally tested; no leaks were found. The reservoir therefore performed within specification. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that patients current inflatable penile prosthesis (ipp) reservoir had herniated out of its original space. Physician elected to put a new reservoir in on the patients other side.

Event description:
It was reported that patients current inflatable penile prosthesis (ipp) reservoir had herniated out of its original space. Physician elected to put a new reservoir in on the patients other side.